Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The measurements were noted to have been gradually increasing, however reach 175 ohms. Although the impedances were due to suspected calcification, the recorded measurements indicate a potential compromise the therapy. A defibrillation threshold (dft) test was performed with no error code noted and appropriate sensing observed. The patient was sent home with a life vest until further intervention can be determined. This lead was subsequently explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The measurements were noted to have been gradually increasing, however reach 175 ohms. Although the impedances were due to suspected calcification, the recorded measurements indicate a potential compromise the therapy. A defibrillation threshold (dft) test was performed with no error code noted and appropriate sensing observed. The patient was sent home with a life vest until further intervention can be determined. This lead remains in service. No additional adverse patient effects were reported.